Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip lost pressure after sheath was shuttled up. Hemostasis was achieved through manual compression. The duration was not provided. The burst occurred during use in the patient. The balloon lost pressure when tamped, and there was no visible damage to the distal end of the sheath after removal. There was no reported patient injury. The mynx vcd was used in a peripheral intervention procedure using a retrograde approach. The deployer was trained in using the mynx device. The patient had no relevant medical history. A non-cordis sheath introducer was used. The femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees). The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm, with no vessel tortuosity or presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The device was stored as per the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged with the black handle. The stopcock was observed in the closed position with a syringe attached, and a non-cordis sheath was partially inserted on the distal end of the device, covering the balloon portion of the unit. The advancer tube was observed to be already deployed on the catheter, and the sealant was not found after the inserted sheath was removed to observe the balloon conditions. Additionally, when the sheath was attempted to be removed from the device, it was noticed that the non-cordis sheath had strongly adhered, and during its removal, it resulted in the unit¿s separation. After the sheath was removed to uncover the portion where the balloon was present, it was observed that the balloon was roughly damaged and trapped under the advancer tube¿s distal end, completely twisted up. The functional analysis could not be executed due to the separation that resulted during the visual analysis. A microscopic analysis of the balloon¿s surface was executed, and it was noticed that the balloon was initially observed trapped in the advancer tube distal end. After the advancer tube was removed, it was observed that a compromised condition, which appeared to result from high tensile force applied over the component, was present. The reported event of ¿balloon-balloon loss of pressure¿ could not confirmed through analysis of the returned device due to the compromised condition of the product when attempting to remove the sheath. Additionally, an additional condition occurred during analysis of ¿catheter-catheter detachment¿ due to the separation of the unit. The exact cause of the loss of pressure event reported and observed condition could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure reported. However, as it occurred during tamping with the advancer tube, and the balloon was noted to be twisted up and damaged within the advancer tube¿s distal end, it is likely that handling factors (such as over-tamping or twisting the tamp tube during tamping) may have contributed to the issue experienced. Also, since the device separated into two pieces when attempting to remove the adhered sheath from the device to uncover the balloon, it is also possible that there was a damage underneath the sheath that was not detected before the separation occurred. According to the IFU, which is not intended as a mitigation, in step 2 deploy sealant ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip lost pressure after sheath was shuttled up. There was no reported patient injury. The device is expected to be returned for evaluation.